Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and high impedance. It was further reported that a polarity switch occurred on the ra lead and a fracture was noted. The ra lead was explanted and replaced. While explanting the ra lead, the lead got caught in the right ventricular (rv) lead and as a consequence the rv lead had to be explanted and replaced. No patient complications have been reported as a result of this event.